Event description:
It was reported that, "opened #7 rejuvenate stem. Scrub tech tried to place stem inserter on to stem and it would not seat into proximal portion of stem. Had a second set of instruments there opened them, used a backup inserter."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.